Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument's grip cables were derailed at the distal idler pulley, due to the derailment of the grip cable inside the housing, it prevented the grip cable to open and close properly. The cable derailment was likely due to cable losing contact with the pulley, instrument exhibited corrosion on the clamping pulley. An additional observation not reported by site was that the instrument's pitch cable was found to be frayed at the distal idler. No damage was found on pulley and clevis. An additional observation not reported by site was that the instrument distal pulleys exhibited scratch marks/abrasions. There were scratches on the surface of the distal pulley. An additional observation not reported by site was that the instrument's clamping pulleys was corroded/contaminated. Evidence not conclusive, but damage to clamping pulleys is likely due to improper cleaning. No other damage was found. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the maryland bipolar forceps instrument jaws would not open or close. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.